Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient had intermittent dizziness associated with non-capture. The right ventricular lead had a sudden rise in threshold that was high. There was no reported trauma nor change in lead location on chest x-ray. A lead revision was attempted, but due to access issues, the lead was programmed to maximum output and left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (B)(6) 2010; 4092 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.